Event description:
It was reported that during a ptca / stenting treatment procedure, the pt2 light support guide wire fractured. The patient was asymptomatic during this event. The lesion being treated was a calcified, 90% stenotic lesion in the proximal to mid left anterior decending (lad) caronary artery, and extended to the tortuous first diagonal branch of the lad. The physician used a 6fr brite tip guide catheter and a bmw universal guide wire to cross the lesion in the lad. The pt2 guide wire was advanced across the lesion in the first diagonal branch of the lad. It is noted that the pt2 guide wire was manipulated through am metal entry. A ryujin balloon was used to pre-dilate the lesion in the lad, a cypher 3.0x18 mm stent was deployed at 14 atms, and the bmw guide wire was removed from the patient. After the cypher stent was placed, it was noted that the proximal portion of the lad lesion was not fully expanded, so the pt2 guide wire was pulled back from the first diagonal branch with the intension of advancing it to the lad to perform a kissing technique. The pt2 guide wire was being advanced through the cypher stent when it fractured at approximately one centimeter from the distal cypher stent when it fractured at approximately one centimeter from the distal end. The fractured portion of the pt2 guide wire was retrieved with a snare, and the procedure was completed. No patient injuries or complications were reported. Patient status is reported as 'good'.